Event description:
End user alleges that the handle on the left side is broken. Cracked open and cable is coming off and brake on that side is not working. Somebody stole it and then broke it. Returned it broken.